Event description:
A malfunction alarm was reported, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer received information on how to reset the pump and successfully reset it without the issue recurring. They were advised to continue using the pump and to reach out if the malfunction reoccurs.